Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor. Customer symptoms observed ¿discharge with pus¿ and had contact with a healthcare professional who prescribed an unspecified antibiotic ointment for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor. Customer symptoms observed ¿discharge with pus¿ and had contact with a healthcare professional who prescribed an unspecified antibiotic ointment for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection performed on the returned sensor patch, no issues were observed. Sensor adhesive was returned and was still intact and had not peeled off. The applicator was not returned for this case. The previous MDR included the investigation into the applicator associated with the returned puck. As such, a partial product investigation will not be conducted as the previously conducted investigation revealed the associated kit (applicator, container, and sensor patch) met specification. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective if the sensor applicator is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported experiencing an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor. Customer symptoms observed ¿discharge with pus¿ and had contact with a healthcare professional who prescribed an unspecified antibiotic ointment for treatment. There was no report of death or permanent impairment associated with this event.